Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed. Lead remains implanted.

Event description:
New information received states that during device replacement procedure, the lead was capped. The patient was fine after the procedure.